Event description:
Reporter indicated that pt began to experience episodes of dyspnea, during which they would lose conciousness due to shortness of breath. The pt started a new medication (klonipin) at approx the same time that the episodes of dyspnea began. The shortness of breath has reportedly resolved. Further follow-up with pt's neurologist revealed that the pt had not been in contact with their office since the last visit in 5/2002. The pt has an appointment scheduled for 8/2002 at which time the neurologist will address the reported event.